Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"The surgeon used the holmium laser in a cysto room or with a laser fiber #200 and the following settings: energy 0.5, rate 10, watts 5.0. The laser fractured into two pieces at the portion the surgeon was holding. The laser caused a pin point burn on his right hand. His glove was removed and no intervention was needed for his hand. The laser was placed in standby mode, the fiber was removed from service, and it was replaced as the laser was still needed for ureteral stone lithotripsy. The urology coordinator was informed and notified the olympus rep to the issue. Testing will be performed by olympus. The procedure was completed as planned with no harm to the patient. Per site reporter: the olympus rep was notified the same day of the event and took the damaged fiber for testing. A replacement was issued. The surgeon performed ureteral stone lithotripsy procedure"

Manufacturer narrative:
Analysis of the fiber revealed the fiber was broken in two pieces. The rfid scan confirmed the correct lot number and verified that this fiber was power tested as required and met established dornier power output specifications during production on 18jul2017. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at any of the break points in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. The successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It is likely that the user inadvertently pushed the fiber into a scope where a scope bend or blockage prevented the fiber from being pushed any further resulting the break.

Event description:
"The surgeon used the holmium laser in a cysto room or with a laser fiber #200 and the following settings: energy 0.5, rate 10, watts 5.0. The laser fractured into two pieces at the portion the surgeon was holding. The laser caused a pin point burn on his right hand. His glove was removed and no intervention was needed for his hand. The laser was placed in standby mode, the fiber was removed from service, and it was replaced as the laser was still needed for ureteral stone lithotripsy. The urology coordinator was informed and notified the olympus rep to the issue. Testing will be performed by olympus. The procedure was completed as planned with no harm to the patient. Per site reporter: the olympus rep was notified the same day of the event and took the damaged fiber for testing. A replacement was issued. The surgeon performed ureteral stone lithotripsy procedure."